Manufacturer narrative:
Product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3998, lot# v036857, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3550-39, lot# unknown; product type accessory product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3550-39; product type accessory product ID 3550-29; product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, the patient was not getting pain coverage. It was reported, the stimulation was no longer working. It was noted, the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID 3998, lot# v036857, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID 3550-39, product type: accessory. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3550-39, product type: accessory. Product ID 3550-29, product type: accessory. Analysis of the ins found no anomaly. Analysis of the extension found no significant anomaly. It was noted that the extension body was cut through, product segmented. Analysis of the lead found no significant anomaly. It was noted that the lead body was cut through, product segmented. Analysis of the first anchor found no significant anomaly. It was noted that the anchor was separated. Analysis of the second anchor found no significant anomaly. It was noted that the anchor was separated. Analysis of the ins plug found no significant anomaly. It was noted that the ins plug connector leg was stretched.